Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the delay in orders that crossing over to the server. A technical support specialist (tss) followed troubleshooting steps to verify message processing by checking the carefusion coordination engine interface, reviewing es server message queues via structured query language queries, and analyzing logs for errors. It was determined that patients were not having their service code updated to sdc when transferred, causing auto discharge at midnight, and the system¿s auto discharge setting was also incorrectly set to 12 hours for observation patients. After correcting these workflow and configuration issues, no further problems were reported. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the orders were not crossing over. There were no adverse events or injuries reported due to this event.